Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 283 mg/dl. However, the caller stated that the patient was normally in the 400 mg/dl range. The customer was able to prime without incident. The customer was advised that the no delivery may be attributed to a possible site or set occlusion. The reservoir was not returned or replaced.